Event description:
It was reported there were greater than 300 vt episodes, which appeared to be legitimate, and many nst (non-sustained) episodes. There has been no change in pacing threshold and the impedance trends are stable and within normal ranges. The doctor was concerned the episodes were due to oversensing, and the lead was explanted and replaced. No patient complications have been reported as a result of this event. Additional information received states high impedance was also noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant no anomalies were found; full lead was returned for analysis. Other: it was reported there were greater than 300 vt episodes, which appeared to be legitimate, and many nst (non-sustained) episodes. There has been no change in pacing threshold and the impedance trends are stable and within normal ranges. The doctor was concerned the episodes were due to oversensing, and the lead was explanted and replaced. No patient complications have been reported as a result of this event. Additional information received states high impedance was also noted. Actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed; visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Impedance, high, oversensing.